Event description:
In december 2005 the lay user/reporter contacted lifescan alleging the one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the customer december 28, 2005 to verify information. In december 2005, the reporter stated that the pt got a reading of "163 mg/dl" at 9:00am. The pt tests her blood glucose 3 times a day. For breakfast she ate oatmeal, boiled eggs, a slice of taost, yogurt, and coffee. She did not have any acute diabetic symptoms. After breakfast the pt was driven to a beauty shop owned by another family member. This family member noticed that the pt was a little "incoherent" and gave her "filet of fish, french fries, and diet coke" thinking that she was hypoglycemic. The reporter does not know if the pt took insulin earlier in the day. By 5:45pm that evening, she was driven home by the caregiver. The reporter's spouse and the caregiver assisted the pt out of the car since she was "disoriented" and a "wet noodle," meaning she was very "grogy." The reporter tried testing the pt's blood glucose using her one touch ultra meter but just kept getting a flashing "apply sample" symbol and the unit of measurement settings. The reporter then gave the pt orange juice after also thinking that the pt was hyperglycemic. She also administered the pt's regular evening dose of 34 units novolin 70/30 insulin. Around 6:00pm, the reporter called the paramedics who arrived between 6:30 and 6:45pm. The paramedics tried testing the pt's blood 3 times using their own unspecified blood glucose device. They were unable to get a reading and informed the reporter that possibly the pt blood glucose was too high to register a reading on their device. The paramedics started the pt on an IV with unknown contents. At the ER, the pt's blood glucose was tested via the lab and obtained a blood glucose level of over 900 mg/dl. The pt was hospitalized. The next day, the reporter indicated that the pt "came around" and started to recognize family member. The reporter stated that in december 2005, the pt suffered a heart attack in the hospital and required an IV filter inserted in her neck for "blood clots." The pt left the ICU yesterday and hhd a blood glucose of over 300 mg/dl and was given 4 units of an unk insulin last night. The pt is still in the hospital. The customer care advocated (cca) varified that the pt has been testing her blood glucose correctly. The meter, test strips, and control solution were replaced.

Event description:
In 2005 the lay user/reporter contacted lifescan alleging that her mother's (the pt's) one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the customer on december 28, 2005 to verify info. On december 20, 2005 the reporter stted that her mother got a reading of "163 mg/dl" at 9:00am. The pt tests her blood glucose 3 times a day. For breakfast she ate oatmeal, boiled eggs, a slice of toast, yogurt, and coffee. She did not have any acute diabetic symptoms. After breakfast the pt was driven to a beauty shop owned by another daughter. This daughter noticed that her mother was a little "incoherent" and gave her "filet of fish, french fries, and diet coke" from mcdonald's thinking that she was hypoglycemic. The reporter does not know if the pt took insulin earlier in the day. By 5:45pm that evening, she was driven home by the caregiver. The reporter's husband and the caregiver assisted the pt out of the car since she was "disoriented" and a "wet noodle," meaning she was very "groggy." The reporter tried testing her mother's blood glucose using her one touch ultra meter but just kept getting a flashing "apply sample" symbol and the unit of measurement settings. The reporter then gave her mother orange juice after also thinking that her mother was hypoglycemic. She also administered her mother's regular evening dose of 34 units novolin 70/30 insulin. Around 6:00pm, the reporter called paramedics who a rrived between 6:30 and 6:45pm. The paramedics tried testing the pt's blood 3 times using their own unspecified blood glucose device. They were unable to get a reading and informed the reporter that possibly her mother's blood glucose was too high to register a reading on their device. The paramedics started the pt on an IV with unk contents. At the ER, the pt's blood glucose was tested via the lab and obtained a blood glucose level of over 900 mg/dl. The pt was hospitalized. The next day, the reporter indicated that her mother "came around" and started to recognize her children. The reporter stated that on december 24, 2005 her mother suffered a heart attack in the hosp and required an IV filter inserted in her neck for "blood clots." The pt left the ICU yesterday and had blood glucose of over 300 mg/dl and was given 4 units of unk insulin last night. The pt is still in the hosp. The customer care advocate (cca) verified that the pt has been testing her blood glucose correctly. The meter, test strips, and control solution were replaced. This complaint is being reported as a result of the reporter alleging that the one touch ultra meter was reading inaccurately low and then pt developed acute diabetic symptoms. During these symptoms the reporter was unable to test her mother's blood glucose. She then required treatment by paramedics and hospitalization."